Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she changed the site, she had a hard knot in her skin. Customer stated that it was red and itchy. Customer's blood glucose was high and over 600 mg/dl at the time of the incident. Customer stated that the site does not show signs of infection. Customer stated there is no blood at site. Customer was advised to monitor the site. Customer also reported blood glucose readings of 366 mg/dl and 416 mg/dl. Customer had symptoms such as nausea and her heart feeling like it was pounding out of her chest. Customer treated with a bolus and injections. Customer declined performing the high pressure test. Customer was advised to do a complete set change.